Manufacturer narrative:
Complaint conclusion: as reported, the advancer tube of a 6f/7f mynxgrip vascular closure device (vcd) was missing. The device was removed, and manual compression was applied. There was no reported patient injury. No apparent damage to the device or packaging was noted before use. The deploy button was fully pressed and flush with the handle. The user fully shuttled down the device without significant resistance or application of unusual force during sheath retraction. The femoral artery¿s suitability was verified with an appropriate insertion angle, and the vessel diameter was confirmed to be =5 mm. There was no vessel tortuosity or calcium near the puncture site. No evidence of pre-existing hematoma, arterial venous (av) fistula, or pseudoaneurysm. The mynx vcd was used in an interventional procedure with a retrograde approach used. The physician is certified to use mynxgrip vcd. Other procedural details were requested but were not provided. One non-sterile 6f/7f mynxgrip vascular closure device involved in the reported complaint was returned for investigation. Visual inspection revealed that the shuttle was engaged with the black handle and the stopcock was in the open position. A cordis mynx syringe was attached to the unit. The catheter sheath introducer (csi) was not returned for evaluation. The sealant was returned in an exposed condition, and the advancer tube was also exposed. No additional anomalies were observed during the visual inspection. The reported event of ¿advancer tube-missing advancer tube¿ was not observed through analysis of the returned device since it was found on the device. The exact cause of the issue experienced could not be conclusively determined during analysis of the returned device. Based on the information available for review and the product analysis, it is difficult to determine what factors may have contributed to the issue experienced since the device was received with the advancer tube present on the device and exposed. However, procedural/handling factors (such as an incomplete shuttling down of the shuttle even though the user reported shuttling down completely) and/or the condition of the procedural sheath (which was not returned for analysis) possibly contributed to the issue experienced. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock (definitive stop), this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the sealant/advancer tube failing to deploy, which can be mistaken as a missing advancer tube. Neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the advancer tube of a 6/7f mynxgrip vascular closure device (vcd) was missing. The device was removed and manual compression was applied. There was no reported patient injury. No apparent damage to the device or packaging was noted before use. The deploy button was fully pressed and flush with the handle. The user fully shuttled down the device without significant resistance or application of unusual force during sheath retraction. The femoral artery¿s suitability was verified with an appropriate insertion angle, and the vessel diameter was confirmed to be =5 mm. There was no vessel tortuosity or calcium near the puncture site. No evidence of preexisting hematoma, arterial venous (av) fistula, or pseudoaneurysm. The mynx vcd was used in an interventional procedure with a retrograde approach used. The physician is certified to use mynxgrip vcd. Other procedural details were requested but were not provided. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the white push tube of a 6/7f mynxgrip vascular closure device (vcd) was missing. The device was removed and manual compression was applied. There was no reported patient injury. No apparent damage to the device or packaging was noted before use. The deploy button was fully pressed and flush with the handle. The angiography confirmed femoral artery suitability of the unknown sheath insertion angle between 30¿45°, artery diameter =5mm, and no significant calcification, plaque, stent, or >50% stenosis near the puncture site. No evidence of preexisting hematoma, arterial venous (av) fistula, or pseudoaneurysm. The procedure was performed retrograde. The physician is certified to use mynxgrip vcd. Additional information was requested but not provided. The device will be returned for evaluation.